Event description:
It has been reported to philips that during the operation at 4:17 of the day, the equipment suddenly failed, and the host reported the wrong geometry movement partly available. The mechanical movement of the frame and bed was limited, which could not be controlled by electric power but could only be pushed by hand. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The customer did not report the malfunction of the device to the philips, issue was resolved by the third party. The third-party engineer performed the troubleshooting and found that the defective dcps (direct current power supplies). Engineer replaced the dcps. After the replacement of dcps the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code and evaluation method code were corrected.